Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had a pump refill on january 12th and the pump was still alarming. The agent had the caller check the pump logs which confirmed that the patient had an MRI last october and that the pump had reached low reservoir in early january prior to the pump refill. The agent reviewed information around concurrent alarms and reviewed with the caller how to silence the current audible alarm which resolved the issue.